Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested further review of this implantable cardioverter defibrillator (ICD) atrial tachy response (atr) episodes due to concerns of possible myopotential oversensing noise on the right atrial (ra) lead. It was noted that the ra lead is a competitor lead. Upon review, ts was able to confirm atr episodes with noise. Ts discussed possible causes with the hcp and recommended for the patient to be scheduled for an in person visit for further evaluation. At this time, the ICD and ra lead remain in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).